Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the lips and perioral region with one syringe of juvéderm® ultra xc. Approximately one year later, patient was injected in the lips and perioral region with one syringe of juvéderm® ultra xc. The following year, patient was injected in the lips and perioral region with one syringe of juvéderm® ultra xc. Approximately 1.5 years later, "the patient developed late onset nodules in the chin region, and multiple ones throughout the lips.¿ approximately seven months later, the patient was treated with hylenex®. Patient was referred to local plastic surgeon. No diagnostic testing was administered. Symptoms are ongoing.